Manufacturer narrative:
Pt age: not provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection showed the lens was in one (1) piece. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis toric acrylic 1-piece intraocular lens. The lens was torn and the optic damaged. The lens is contaminated; dust particles were present and was expected as the lens was explanted. Additional analysis related to the complaint was not possible due to the condition of the returned lens. Visual inspection of the returned sample noted lens was damaged, most probably to make explant possible. The information, although limited, did not indicate any relationship with the iol design or manufacturing. A review of the manufacturing records was conducted. The sterilization batch was released and there were no non-conformances. There were no associated nonconformity material reports with respect to this production order. There were no environmental monitoring related non conformances. The production order was not produced under deviation. There were no process and/or material changes. The review showed the lens was produced according to specification. Based on the manufacturing record review and historical review no non-conformances were identified. The results of the diopter measurement during manufacturing showed that the lens diopter power was according to the specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after he complained that his visual outcome was not as desired. Another lens (not further specified) was implanted during the same procedure. It was reported that the patient was doing fine following the procedure. An amo sales representative noted he had been contacted by the surgeon and was told that the patient had an undesireable visual outcome and that the iol would be explanted on the next surgery date. The amo sales representative indicated the doctor noted the iol was implanted correctly (it was on axis) and the calculations had been double checked by a secondary party.